Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic donor nephrectomy, the device was fired across the ureter and the distal portion on mesentery and ureter all the staples were criss-crossed. The proximal end of the staple line was fine. A clip applier was used to complete that part of the procedure. Another device was used on the artery and vein. There was no adverse consequence to the patient reported. (B)(6).